Event description:
It was reported that edwards bioprosthetic aortic valve was explanted after an implant duration of approximately 8 years, due to prosthetic aortic stenosis. The valve was replaced by another bioprosthetic valve. As per the operative report obtained from the healthcare provider, "aortic tissue was quite healthy, as was identified preoperatively, the configuration of the root is normal. The pericardial bioprosthesis is densely calcified in a platelike fashion. There is very little mass of calcium to be seen but none of the leaflets are mobile." The discharge summary indicated that the patient's condition was good upon release from the hospital.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, multiple tears were noted in the tissue. At leaflet 1, commissures the tears measured to 7-8 mm along the attachment. At leaflet 3, the tears measured to approximately 2-4 mm. The tissue was swollen, delaminated, and calcified. Evidence of mechanical damaged was also noted in the regions of the tears at commissure 1 and commissure 2, as cuts in the sewing fabric were detected. The valve exhibited heavy extrinsic calcification in the cusp area of all three leaflets. At the free margins calcification was minimal to moderate at all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate layer of host tissue was noted onto leaflet 2 at both aspects. Host tissue was moderate at the stent inflow and minimal at stent outflow. Additional manufacturer narrative: the device evaluation confirmed extensive calcification as the primary cause for the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization. The available information reveals nothing to indicate a device quality deficiency during manufacturing.